Manufacturer narrative:
Evaluation: our evaluation of the returned wire guide confirmed the report. The connection between the core wire and coiled wire guide tip located at the very distal end has broken. This allows the coiled section of the wire guide tip to stretch. This stretching of the coiled wire guide tip causes the wire guide tip to appear "frayed" or unraveled. The outer wire guide coating is also damaged at this area. No section of the wire guide has detached from the wire guide device or is missing. The appearance of the damage to the outer wire guide coating suggests the wire guide may have lodged on another device (such as the endoscope or other accessory device) during use. We were unable to determine if this device caused or contributed to the observation with the wire guide. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remains in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinician conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The appearance of the damaged wire guide suggests the wire guide may have lodged on another device during use. If the endoscope or sphincterotome used with this wire guide were damaged or contained a sharp edge, this could have contributed to the wire guide damage. If the wire guide received excessive pressure, perhaps in response to resistance, this could have contributed to wire guide damage. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use direct the user to flush the injection port with sterile water prior to use. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide damage. Prior to distribution, all tracer metro direct wire guides provided are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the user was advancing a cook endoscopy tracer metro direct wire guide through a catheter. The wire guide wasn't advancing correctly and the tip of the wire sheared. The tip of the wire guide looked like it sheared and/or shaved. They removed the wire guide, and another wire guide was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.